Manufacturer narrative:
The cartridge was not retained for investigation. The device history record was reviewed and no related defects were found during the manufacturing of this lot. Biocompatibility of the device has been established. Allergic or adverse reactions are known risks of hemodialysis. The nxstage one user guide includes allergic or adverse reaction as potential risks associated with dialysis treatments and also includes warnings to observe the patient and monitor physical status for potential complications. Nxstage medical considers this report closed. No additional information will be provided. This report and the information contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the information available to the company at the time of the report. The report does not constitute an acknowledgement that the events herein occurred, the information is accurate in any respect, the company was negligent or responsible for wrongdoing, and it does not constitute an admission that the device is defective, or that the device malfunctioned or otherwise failed to perform in any manner, or that the device caused or contributed to an injury or death.

Event description:
A report was received on (B)(6) 2017 from a home therapy nurse regarding a(B)(6) old female patient who became symptomatic approximately one hour into a standard in center hemodialysis treatment on (B)(6) 2017. The patient developed symptoms of hypotension, vomiting and feeling cold. A saline bolus was administered and the symptoms resolved with no additional medical intervention.